Manufacturer narrative:
Complained product will not be not available.

Event description:
[Oral-b toothbrush] caught fire [device catching fire]. Case narrative: reporter via email stated that their husband's oral-b electric toothbrush caught fire when he plugged it into the electrical outlet. The toothbrush completely burned up. No injury was reported.